Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that both of the pmw35 instruments would not release the staples. A third pmw35 instrument was used to complete the case. There was no consequence to the pt.